Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels were 467 mg/dl, 128 mg/dl, 187 mg/dl, 487 mg/dl, 126 mg/dl, 136 mg/dl. The customer treated high blood glucose with 7.4 units of insulin. Customer states they manually suspended the insulin pump. The insulin pump will not be returned for analysis.